Event description:
It was reported that while setting up for a breast biopsy with the holster he received the l4-027 error code. They shut the unit down, rebooted and completed the case with no consequence to the patient. After the case the physician tested the unit and received the error code again. He shut down, rebooted and did not receive the error code. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.